Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer had not reported any symptoms and treated with manual injections for blood glucose levels. Customer's blood glucose value was 500 mg/dl. Customer reported that they went to hospital due to high blood glucose. Troubleshooting was performed. The customer was hospitalized on (B)(6) 2017 at 10:00 am. The blood glucose value when admitted to hospital with over 500 mg/dl and the pump wasn't reading after 500 mg/dl. The customer complained about hyperglycemia and nauseous. The product was not returned for analysis.